Event description:
Reporter indicated a patient was having a change in seizure pattern, and was now having myoclonic and tonic seizures noted in (B)(6) 2011. At that time, the vns was not at end of service. The patient had vns generator replacement surgery due to battery depletion on (B)(6)2011. Attempts for further information are in progress. The explanted generator has been returned and is pending analysis.

Event description:
Product analysis was completed on the returned vns generator. No anomalies were identified, and the generator performed per specifications. The generator was not at end of service. All attempts for further information from the reporter have been unsuccessful to date.